Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd neoflon¿ IV cannula, 26 g x 19 mm had catheter peel back, which led to a change in treatment using a PICC line, this is considered medical intervention.

Event description:
It was reported that bd neoflon¿ IV cannula, 26 g x 19 mm had catheter peel back, which led to a change in treatment using a PICC line, this is considered medical intervention.

Manufacturer narrative:
Investigation summary: no sample and no photo was returned for investigation. DHR review could not be performed as the batch number is unknown. Without a sample, bd was not able to duplicate or confirm the customers indicated failure mode. Root cause cannot be determined. Complaint trend will be monitored.

Event description:
It was reported that bd neoflon¿ IV cannula, 26 g x 19 mm had catheter peel back, which led to a change in treatment using a PICC line, this is considered medical intervention.